Event description:
Customer informed writer that pump administered 3 bolus doses of morphine before nurse noticed. Pt became lethargic but no adverse reaction. Nurse switched pump after noticing bolus. Customer did not know flow rate programmed or any programming detail.